Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, at a follow up examination, aneurysm enlargement was detected in the left common iliac artery. On (B)(6) 2021, reintervention was performed. The left internal iliac artery was coil embolized and an endoprosthesis was implanted into the left external iliac artery. It was reported that the left common iliac artery had tendency of aneurysm at the index procedure.

Manufacturer narrative:
Revised.